Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-12130. It was reported that during the patient¿s ipg repositioning on (B)(6) 2018 (MFR report #: 1627487-2018-10474) the patient became restless on the operating table and caused the s2 drg lead to pull out of the foramen. The physician requested that the patient be re-positioned. While the patient was being re-positioned, an unsterile object fell on the sterile field and contaminated the ipg. The physician decided to replace the s2 drg lead and implant a new ipg. The procedure was extended an additional 1 hour. Effective therapy was restored following surgery.